Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned. The helix is stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, the lead was attempted but not implanted due to the active fixation helix straitening and the lead prolapsing into the right atrium. This was likely due to excessive traction by the physician. A visual inspection noted that the helix appeared compromised and unfit for a second fixation attempt. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.